Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were corrected.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. (B)(4). The device history record (DHR) for intellicart system serial number (B)(4) was reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. Using crm to query for serial number (B)(4), the device was noted to have not been previously repaired by zimmer biomet surgical. On 05 october 2017, it was reported from (B)(6) center that a unit was getting a vacuum 1 sensor error, and had a burning smell. On 05 october 2017, rep-lite was contacted about the cart and dispatched a service technician to be at the site. The technician arrived at the site and confirmed that the unit was issuing a vacuum 1 error. The technician replaced the carbon filter and then verified that the evac was functioning as intended. The technician then returned the evac to service without further incident. The device was tested, inspected, and repaired. The root cause for the unit issuing a vacuum 1 sensor error and having a burning smell was due to a defective carbon filter. The reported event was confirmed during inspection of the device and the device was noted to be functioning as intended after the carbon filter was replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process

Manufacturer narrative:
(B)(4). The product will not be returned to zimmer biomet for investigation. The investigation is in progress, once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the unit was getting a vacuum 1 sensor error, and having a burning smell. The event timing was unknown. No adverse events have been reported as a result of this malfunction.